Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020 the patient had a 3.50x12 mm and a 3.50x15 mm xience sierra stent implanted. On (B)(6) 2020 the patient was re-admitted due to non-st elevated myocardial infarction (nstemi) and was treated with angioplasty. Final patient outcome is listed as unknown. No additional information was provided.